Event description:
It was reported that the patient was having an implantable neurostimulator (ins) was replaced for rechargeable ins that was implanted just over a year ago. The patient did not like to recharger the device so they let it go into overdischarge. They would not allow the physician to do a physician mode reset (pmr) or put in another rechargeable device.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 3708340, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708340, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 399930, lot# j0527139v, implanted: 2005 (B)(6); product type lead. (B)(4).